Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated alert 38 indicating a motor stall, consistent with a failure to infuse, while the user was using a prefilled fiasp cartridge and a teflon infusion set; the user replaced the cartridge, performed restarts, disconnected and reconnected tubing, completed a successful dry run, and ultimately changed the infusion set, after which insulin delivery resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified with the pump consistent with a motor-related component issue resulting in failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.